Event description:
The reporter alleged that during an inguinal hernia procedure on (B)(6) 2026, there was an unrecoverable alarm which led to the procedure being converted to a laparoscopic procedure. It was confirm that there was no impact on the patient, the conversion was carried out with no complications. There was no clinically significant delay in the procedure. No further information has been received at the time of this report. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injuries.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803.cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.